Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient's right ventricular (rv) lead exhibited high threshold measurements. The lead was explanted and replaced. The patient was discharged with no adverse consequences.

Event description:
New information received noted that the event of high threshold measurements was observed during follow up in clinic.

Manufacturer narrative:
The reported events were noise, high pacing impedance, and unacceptable threshold. The events of noise and unacceptable threshold were confirmed; however, the event of high pacing impedance was not confirmed. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of noise and unacceptable threshold was due to exposure of the outer coil in the abrasion region consistent with friction to device can. Electrical testing was normal. Impedance test not performed due to the condition of the lead.

Event description:
New information received noted that the rv lead exhibited noise and high pacing impedance measurements.